Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the pocket dehisced so the system was explanted. The environmental/external/patient factors that may have led or contributed to the issue are not known. No further patient complications have been reported as a result of this event.